Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was afraid that there was a short in their driveline due to a small tear in the outer covering. The log files were reviewed and indicated no issues with the function of the driveline. The driveline fault detection circuitry data indicated that the internal conductors were performing as expected. No troubleshooting was performed for the small tear in the driveline. No pictures of the driveline damage were available.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline damage could not be confirmed as no images were submitted, and the patient remains ongoing on (B)(6). Although a specific cause for the reported damage could not be conclusively determined, there were no electrical issues identified in association with the damage. The submitted log file contained events from (B)(6) 2025, per the timestamps. The log file captured intermittent abnormal strings of low voltage advisory alarms. No other notable events or alarms were captured. The pump appeared to function as intended for the duration of the log file. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary, use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The patient handbook contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.